Manufacturer narrative:
Concomitant medical products: 6935m72 lead, implanted: (B)(6) 2015. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during use the left ventricular (lv) lead dislodged and no capture occurred. The lv lead was explanted and replaced. No patient complications have been reported as a result of this event.